Manufacturer narrative:
The device was discarded and is not available for investigation. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a primary plumset that on administering chemotherapy the orange filter line leaked on a patient. There was patient involvement however no report of adverse event. This record captures the third of three devices.